Event description:
Customer reported receiving blood glucose results of 188 and 247 mg/dl within a 10 min periord. Customer also stated rec'd results of 154 and 188 mg/dl which were within the allowed variance range. As the comparison exceeds the 20% variance allowed by themfr, a malfunction will apply. Testing was conducted on husband's fingers.

Manufacturer narrative:
Customer was unable to complete control solution testing as solution was not available.